Event description:
A malfunction alarm occurred with the display of malfunction code 12. The customer's blood glucose level was reported at 584 mg/dl due to the issue. The customer administered a correction injection using an alternate method and did not require third-party medical assistance. Technical support provided instructions for resetting the pump, and after doing so, the malfunction did not recur. The customer was able to continue using the pump and was advised to report any further issues.